Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as under both back therapy pads. The patient has known allergies but did not specify. There was no open skin or bleeding reported. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggested the patient remove the device until the irritation cleared up and prescribed cortisone. The patient also mentioned using a cream. Follow up indicated the irritation improved.